Manufacturer narrative:
Product event summary: analysis found a misalignment issue between the stylus and the arrow on the screen due to overlay misalignment. It was noted that calibration of the touch screen did not solve the problem. Error found in the programmer software updates.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.